Event description:
In 1999, bilateral augmentation with 300cc saline implants. Subglandular. In 2006, bilateral ptosis and capsular contracture. Pt underwent bilateral capsulectomy and implant removal-implants removed intact. Pt augmented with mentor silicone implant 375cc.